Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips produced "lo" readings and black chemistry observed. Most likely underlying root cause of malfunction noted int he complaint: black chemistry due to improper storage. Manufacturer acknowledges lateness of the report, should have been identified as reportable within 30 days of the identification ((B)(6) 2014).

Event description:
Consumer complaint of e-5 error. Customer states e-5 error appears after sample is applied. Customer was unable to performed blood test. Verified the strips expire 05/31/2016, unable to confirm the open date or storage of the strips.